Manufacturer narrative:
Physio-control provided the customer with technical assistance. The customer later confirmed that their device was permanently removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the service wrench icon is present and the screen is cracked and not functional. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.